Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was not able to rewind. The customer¿s blood glucose level was 132 mg/dl at time of incident. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, prime test and excessive no delivery test. Unable to confirm prime anomaly and unable to perform basic occlusion, occlusion test due to reservoir tube lip broken off. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.